Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for treatment and the viperwire advance guide wire became fractured. The component was left in the patient. The patient was stable. No additional information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed as the lot number was not provided. Csi ID: (B)(4).